Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic intraperitoneally (dose, frequency and duration not reported) for the event. At the time of this report, the patient was recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13h20055, h13j04064, h13l02031, h14a07064, and h14b28035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event was reported to have occured in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).